Event description:
Intl customer reported that a pt underwent an laparoscopic inguinal hernia repair with mesh implant. The pt developed a seroma approx three weeks post-op. The pt was returned to surgery for device explant.

Manufacturer narrative:
Date sent to the FDA: 10/15/08. - seroma developed - conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all sterilization and finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.